Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supply to address the issue. Customer¿s blood glucose (bg) was 502 mg/dl with high ketones. Customer addressed elevated bg with a correction bolus via the pump. Customer¿s legal guardian took the customer to emergency room(ER). Customer was released from the ER later that day. Customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.